Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, after the first sample was taken and going for the second sample, the system had allegedly displayed an error message. It was further reported that after the first initial sample was executed, a core was provided. Furthermore, there were no instructions given on the screen to clear the error, so they had to turn off the system mid-biopsy. Moreover, the tech and nurse checked the cannisters and all areas for kinks/loose connections and could not find anything. In addition, the probe was reconnected to the driver and then the biopsy was completed with no issues afterwards. Apparently, the serial number ¿0¿ of enspire system was rubbed off so this letter/number could be a ¿d¿. Evidently, additional review of the label revealed that the serial number as well as the safety information was allegedly blurred and not legible. There was no patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. One photo of encor enspire was provided by the customer and reviewed. In the photo enspire system label was shown which is blur and the information in the label was not clear. No other visual anomalies were noted of the internal component. Based on the review, the investigation is determined to be confirmed for the reported illegible label issue and the investigation is determined to be inconclusive for the reported system error code. A definitive root cause for the system error code/ illegible label issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, after the first sample was taken and going for the second sample, the system had allegedly displayed an error message. It was further reported that after the first initial sample was executed, a core was provided. Furthermore, there were no instructions given on the screen to clear the error, so they had to turn off the system mid-biopsy. Moreover, the tech and nurse checked the cannisters and all areas for kinks/loose connections and could not find anything. In addition, the probe was reconnected to the driver and then the biopsy was completed with no issues afterwards. Apparently, the serial number (B)(4) of enspire system was rubbed off so this letter/number could be a ¿d¿. Evidently, additional review of the label revealed that the serial number as well as the safety information was allegedly blurred and not legible. There was no patient injury.